Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was stated they do not know when the damage was first observed intraoperatively, and they do not know when the instrument was removed from a patient. It is unknown if the wire was exposed due to damaged insulation, if the cable was intake or broken in half. It is unknown if there was a loss of cautery associated with the damaged cable. There was no thermal damage, no arcing was observed, they used a backup instrument to complete the procedure, and nothing fell into the patient. The instrument was inspected prior to use and there was not any damage out of the ordinary. There were not any problems removing the instrument from the cannula and there are no photographic images available. No patient demographics provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the maryland bipolar forceps instrument with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pneumonectomy surgical procedure, the conductor wire on maryland bipolar forceps instrument was found to be broken. The instrument would not be returned by the customer as it was used for patients with infectious disease. Per customer, the possibility of fragments falling into the patient was questioned due to wire breakage. It was additionally stated, there were no actual remains. The procedure was completing as planned with no reported injury.